Event description:
Event: intervention to deploy contralateral attachment system. Case detail. The contra attachment system failed to deploy. This was resolved by performing a percutaneous balloon angioplasty of the graft limb to secure the hooks. The device will not be returned to the company for evaluation or confirmation.